Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 wherein the scs ipg was electively explanted and replaced by the physician. The pocket was repositioned due to discomfort at the ipg site. Postoperatively, the issue has reportedly resolved.